Manufacturer narrative:
Additional information: h6 and h10.  Section h10: multiple attempts to obtain additional information were made, however, the information was not forthcoming. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No imagery of the event or device was provided. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A design history record (DHR) review performed revealed no issues that may have contributed to the reported event.  There was no evidence of a product non-conformance related to the event, therefore a lot history review was not performed. The device instructions for use (IFU) and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Per the IFU, unflex the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the sheath.  Caution: completely unflex the delivery system prior to removal to minimize the risk of vascular injury.  Per the training manual, completely unflex the delivery system.  Ensure flex tip is still over the triple marker.  Ensure balloon lock is locked.  Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath.  Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal.  No IFU/ training deficiencies were identified. As no imagery was provided and the device was not returned for evaluation, the complaint was unable to be confirmed.  A review of DHR and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint event.  Review of IFU/labeling did not reveal any deficiencies.  Although the complaint description notes ¿the patient did not have a high femoral calcification,¿ if calcification is present, it is possible for the delivery system to catch on calcification during withdrawal.  In addition, if tortuosity was present, it can lead to noncoaxial retrieval between the delivery system and sheath, which can also result in withdrawal difficulty.  Procedural factors could have also contributed to the complaint event.  If residual fluid was left in the balloon after inflation, it can increase the balloon profile and make it more difficult to retrieve into the sheath.  In addition, if the delivery system was not fully unflexed before removal, it can also contribute to non-coaxiality between the devices and lead to withdrawal difficulty.  As a result, available information suggests that patient (calcification/tortuosity) and/or procedural (residual fluid/flex catheter not fully unflexed) factors may have contributed to the withdrawal issues. However, at this time, a definitive root cause is unable to be determined.  The cause of the femoral artery dissection is likely related to the removing the delivery system through the esheath with high force. No manufacturing or IFU/labeling inadequacies were identified.  A definitive root cause was unable to be determined.  Review of complaint history revealed that the occurrence rate did not exceed control limit for the applicable trend category.  Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6) during a transfemoral tavr procedure, post deployment of a 26 mm sapien 3 valve and upon removal of the commander delivery system, the delivery system was removed through the esheath with high force.  While removing the esheath, the sheath became damaged and the dilatator and wire came through it.  A femoral dissection occurred.    The patient was reported to be in good condition. Note: this event description pertains to the delivery withdrawal difficulty and the femoral artery dissection.